Event description:
This procedure is part of the (B)(4) study: during the procedure there was reduced flow with thrombus. Integrelin was administered to resolve the issue. No injury to the patient reported.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the (B)(4) study events.